Manufacturer narrative:
(B)(4). The root cause was assigned to depleted main batteries due to user error.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated by baxter personnel during product evaluation. The root cause was assigned to a deep discharge on the main battery. The main batteries and battery harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90.